Event description:
Event description cpi received information that this ventak prx implantable cardioverter defibrillator (ICD) was found in monitor only mode (therapy delivery disabled). The patient reported that he had been exposed to a magnet in his stereo system. Note: the ventak prx physician's manual (cpi publication 352927) page 74 states: '...patients should avoid equipment or situations where their device would be exposed to strong (>10 gauss) magnetic fields.' This ICD falls under FDA safety alert FDA # n030/031-5. The physician was notified on 4/18/95.